Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported patient was de-satting to low 80's with good wave. Placed on oxygen 1l n/c with no effect. Raised to 2l with oxygen level to low 90's. Called md to room to access. Raised oxygen to 4l n/c with oxygen sats remaining at low 90's. Medical emergency team (met) called. Then a new oxygen probe was placed and sats increased to 100%. O2 sat probe given to nurse manager, since it looked perfectly fine but it was obviously not reading correctly. Oxygen dc'd and patient was perfectly fine with o2 sats at 99-100%.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed., lot# was updated from a blank field to 17hah. Exp. Date: was updated from a blank field to 08/01/2020. UDI#: was updated from a blank field to (B)(4). Device manufacture date was updated from a blank field to 08/04/2017.